Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined as the product was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The event occurred at (B)(6). The pt's age was not reported to the manufacturer. The pump was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 weeks post-implant, it was reported that the pt was sitting at his bedside when he experienced a hemorrhagic stroke. The hosp reported that the pt's inr was at the right level. Additionally, it was reported that the bleeding was related to the pt's anticoagulation, and the pt was very arteriosclerotic which also causes a high risk for stroke events. The pt was treated with klexane (enoxaparin) and magnyl (asa). The pt later expired and the reported cause of death was stroke.